Manufacturer narrative:
(B)(4): eval method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. The surgeon stated it was possible that the rings on the supported graft were too stiff for this pt, and as such, contributed the post-operative complications by compressing the pt's coronary artery.

Event description:
Medtronic received info that this supported bioprosthetic valved conduit had to be explanted five hours after surgery due to st depression, a drop in blood pressure and cardiac arrest. The pt was taken back to the operating room and ECMO chest cannulation was initiated. Upon opening the chest, there was no evidence of any hemorrhage in the pericardial or pleural spaces bilaterally. After ECMO initiation, the pt's neurological status was stable and pulmonary function improved substantially. The graft was replaced with an unsupported contegra. The surgeon stated it was possible that the rings on the supported graft were too stiff for this pt, and as such, contributed the post-operative complications by compressing the pt's coronary artery.